Event description:
It was reported that the patient underwent a revision approximately nine (9) months after the initial implantation to receive a pmi device due to chronic dislocation. It was noted the patient had also previously underwent two prior revisions due to experiencing dislocation. Attempts have been made and no further information has been provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01114. D10: item# 110031428; lot# 65115646. Item# 110027734; lot# 851700. Item# 110031406; lot# 64841327. Item# 118000; lot# j7384145. H6: proposed component code - mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.